Event description:
Patient with aortic stenosis requiring an aortic valve replacement. Surgeon was performing mechanical valve replacement with cor-knot mini device to secure sutures. When the surgeon placed the cor-knot mini device to attach plaget for knot and cut sutures, the plaget did not release and suture was not secure. The surgeon was able to manually suture the mechanical valve at that location. There was no known harm to the patient.